Event description:
The physician used the protege gps nitinol bare metal stent to treat the left common iliac with 50% stenosis. The patient has a known hypersensitivity to nickel titanium. It was reported approx 5 days post procedure that the patient suffered a constant ache and soreness in the left lower quadrant in the area of the implanted stent. Patient's condition remains the same. The patient continues to be tender with palpation of the llq where the left common iliac vein would be. No further clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.